Manufacturer narrative:
(B)(4): the bolus button cover was found to have a hole in it. A damage bolus button cover will allow contamination to permeate the button negatively impacted the button function. The damaged bolus button cover should be obvious and detectable to the user and should alert the user to discontinue use of the pump. During testing, the bolus button was responding appropriately to button presses. The bolus button was removed and there were no button contact defects found.

Event description:
The distributor reported that the audio bolus button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.